Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged false positive in drawer d. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter, translated from french to english: during your intervention on (B)(6) 2021, you changed the cd rack in drawer d of our bactex fx following a large number of false positive blood cultures in this rack. We have since had a significant and abnormal number of false positive blood cultures at rack a and b of drawer d. Is it possible to change the affected rack? Thank you in advance."

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged false positive in drawer d. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter, translated from french to english: during your intervention on (B)(6) 2021, you changed the cd rack in drawer d of our bactex fx following a large number of false positive blood cultures in this rack. We have since had a significant and abnormal number of false positive blood cultures at rack a and b of drawer d. Is it possible to change the affected rack? Thank you in advance."

Manufacturer narrative:
Investigation summary: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about the false positives in drawer a and rows a and b are offline. A bd field service engineer (fse) was dispatched and replaced the defective rack i.e., (pn# 444531 - bactec fx rack assy spare). The instrument is deemed functional and handed over to the customer for use. This is a confirmed failure of the bd product. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was rack failure. No new risks or hazards. No new trends after taking the unconfirmed complaints into account. CAPA (corrective and preventive action) 1233452 was recently implemented for false positives.